Event description:
General report received of non-delivery with no pump alarm. It was reported that the customer has experienced eight to ten cases of undocumented non-delivery events involving the acclaim encore pumps. In all cases, it was reported that the pumps were incrementing as though fluid was being delivered, but there were no drops noted in the drip chamber. There were no adverse effects to any patients reported. Though requested, there was no additional information available.